Manufacturer narrative:
Updated "information": h6 component code changed. The investigation for the arrhythmia/ppae has been completed. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in a 61-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). When switching from iabp to impella cp support, the iabp was removed and left coronary artery (lca) contrast was performed prior to impella cp insertion. During this transition period, the patient converted to atrial fibrillation (af). Following impella cp initiation, circulatory dynamics worsened. The patient progressed to pulseless electrical activity (pea), and veno-arterial extracorporeal membrane oxygenation (va ECMO) was initiated. An impella cp smartassist (cp sa) was subsequently inserted for additional support. Arrhythmias were noted to occur several times during impella cp operation. The treating physician reported no association between the impella cp and the onset of af. The patient survived following explant. The reported arrhythmia occurred in the setting of acute myocardial infarction, cardiogenic shock, hemodynamic instability, and escalation to va-ECMO, all of which are well-recognized clinical conditions associated with atrial and ventricular arrhythmias. Based on the available information and provider assessment, the arrhythmia is most plausibly related to the patient¿s underlying critical condition and clinical course.